Event description:
The biomedical engineer reported that the right horizontal switch was not working on the footswitch during cataract surgery. There was no delay or pt harm reported.

Manufacturer narrative:
The company rep examined the system and replicated the customer reported footswitch issue. The footswitch interface printed circuit board was replaced. The system was then tested and met all product specifications. The root cause of the footswitch issues was found to be a combination of board grounding configuration, component ratings, and board layout issues. (B)(4).